Event description:
It was reported that during a bha, when a surgeon was injecting bone cement, the nozzle came off from the syringe. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.